Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps were difficult to connect to the transfer set. The customer further described this issue as the minicaps being smaller and difficult to use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A visual evaluation of 14 retention samples was performed with no issues noted. The samples met established quality requirements for size and were in good condition. Should additional relevant information become available, a supplemental report will be submitted.